Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") and device expulsion ("migration of essure/ migration of essure device location of device: uterine cavity") in a 27-year-old female patient who had essure (batch no. D01967) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage, anemia, cardiac arrhythmia, malnutrition, pelvic inflammatory disease, pre-eclampsia and varicella. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included uterine bleeding, dyspareunia, acute bronchitis, allergic cough, acute cystitis, urinary tract infection and hematuria. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain ("severe pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 3 months 18 days after insertion of essure. On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), menstrual disorder ("menstruatiori issues / menstruation issues"), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (diagnostic laparoscopy with bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, dyspareunia, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and fatigue outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, device expulsion, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: tubal ligation done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2016: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2019: pfs received. Event added: fatigue. Concomitant drug added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") and device expulsion ("migration of essure/ migration of essure device location of device: uterine cavity") in an adult female patient who had essure (batch no. D01967) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage, anemia, cardiac arrhythmia, malnutrition, pelvic inflammatory disease, pre-eclampsia and varicella. Concurrent conditions included uterine bleeding, dyspareunia, acute bronchitis, allergic cough, acute cystitis, urinary tract infection and hematuria. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced pelvic pain ("severe pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and menstrual disorder ("menstruation issues / menstruation issues"). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, dyspareunia, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, device expulsion, dyspareunia, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion pregnancy test urine - on (B)(6) 2016: negative most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: depression and mental anguish event was added and device dislocation event updated to device expulsion incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") and device dislocation ("migration of essure") in an adult female patient who had essure (batch no. D01967) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage, anemia, cardiac arrhythmia, malnutrition, pelvic inflammatory disease, pre-eclampsia and varicella. Concurrent conditions included uterine bleeding, dyspareunia, acute bronchitis, allergic cough, acute cystitis, urinary tract infection and hematuria. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("severe pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and menstrual disorder ("menstruatiori issues / menstruation issues"). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomies) and surgery (diagnostic laparoscopy with bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, dyspareunia, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain was resolving. The reporter considered device dislocation, dyspareunia, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2016: negative. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure removal date added. Lot number added. Expiration date added. Events abnormal bleeding (vaginal)), abnormal bleeding (menorrhagia) and migration of essure added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") and device expulsion ("migration of essure/ migration of essure device location of device: uterine cavity") in an adult female patient who had essure (batch no. D01967) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage, anemia, cardiac arrhythmia, malnutrition, pelvic inflammatory disease, pre-eclampsia and varicella. Concurrent conditions included uterine bleeding, dyspareunia, acute bronchitis, allergic cough, acute cystitis, urinary tract infection and hematuria. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced pelvic pain ("severe pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and menstrual disorder ("menstruatiori issues / menstruation issues"). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomies) and surgery (diagnostic laparoscopy with bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, dyspareunia, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, device expulsion, dyspareunia, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2016: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues") and pelvic pain ("severe pelvic pain"). The patient was treated with surgery (underwent bilateral salpingectomy due to complications from the essure device). Essure was removed. At the time of the report, the fallopian tube perforation, dyspareunia, menstrual disorder and pelvic pain outcome was unknown. The reporter considered dyspareunia, fallopian tube perforation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: the essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation') and device expulsion ('migration of essure/ migration of essure device location of device: uterine cavity') in a 27-year-old female patient who had essure (batch no. D01967) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage, anemia, cardiac arrhythmia, malnutrition, pelvic inflammatory disease, pre-eclampsia and varicella. Previously administered products included for an unreported indication: iud from (B)(6) 2015 to (B)(6) 2015 and mirena iud. Concurrent conditions included uterine bleeding, dyspareunia, acute bronchitis, allergic cough, acute cystitis, urinary tract infection and hematuria. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain ("severe pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 3 months 18 days after insertion of essure. On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruatiori issues / menstruation issues"), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue"). The patient was treated with fluoxetine hydrochloride (prozac), lidocaine and surgery (diagnostic laparoscopy with bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, dyspareunia, menstrual disorder and fatigue outcome was unknown, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the depression and anxiety had not resolved. The reporter considered anxiety, depression, device expulsion, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: tubal ligation done. Patient received treatment for pain, bleeding and migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Pregnancy test urine- on (B)(6) 2016: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet was received. Outcome of events abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia) was updated to recovered/resolved. Reporter causality comment was added. Proceed with fo-up 7 on (B)(6) 2020: plaintiff fact sheet revived- concomitant treatment and historical medication added incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.